Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 160 units of insulin, and remained static at 105 units. There was no impact to the customer's blood glucose level. Reportedly, the customer loaded a new cartridge.